Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date the patient experienced hyperglycemia due to an issue with the pump¿s motor. Reportedly, the patient¿s blood glucose (bg) reading was at 570 mg/dl with frequent urination. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that the motor was not moving the piston rod. The pump showed decreasing amount of insulin but the cartridge was full. The reported issue was not resolved with troubleshooting. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged motor issue of unknown causes.